Manufacturer narrative:
(B)(4).

Event description:
It was reported there were coupling and/or communication issues while recharging 5 days after the device was implanted. The coupling bars would change intermittently. A few weeks later it was reported there was a shocking or jolting sensation. The pt felt a stinging sensation when she was walking, sitting or moving/stretching to reach for something. The device was not on when the stinging occurred, and the stinging felt like a "sting of a scorpion." This had been occurring since the device was implanted about 4 weeks prior. The pt felt stimulation in the wrong location since the device was implanted. The pt needed stimulation in her back, but the device could not be programmed to stimulate the back area. The pt visited her doctor about this event. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.